Event description:
The manufacturer became aware of an allegation of wisp ped tubing that the patient stating that the catches on the trunk are snapping and cutting her hands, which is a common place that the trunk breaks on the mask. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The mask was received by the third-party service center. As the product is considered a consumable item, it was scrapped upon receipt due to contamination. No further evaluation was performed. A final report is being submitted. If new information becomes available, a supplemental report will be completed. Additionally, the evaluation result code grid, component code grid and conclusion code grid has been updated.